Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523, lot #: 9065773) was received at us cq. Upon visual inspection, it was observed that the threaded distal tip of the complaint device was broken off at the most proximal thread form and the broken tip had gotten stuck inside the mating device radiolucent insertion handle frn (part #: 03.033.001, lot #: l849568). The broken tip of the complaint device was received at us cq, stuck inside the mating device. The complaint device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues were consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the most proximal thread form, and therefore broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523; lot: 9065773; manufacturing site: bettlach; release to warehouse date: oct. 28, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information concomitant device reported: radiolucent insertion handle femoral recon nail (part# 03.033.001, lot# l849568, quantity 1)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: concomitant device reported device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the driving cap/threaded (impactor) broke off into the radiolucent insertion handle femoral recon nail. Fragments were removed easily without additional intervention. The procedure was completed successfully with no surgical delay. There was no patient consequence. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).